Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. A visual inspection of the returned photos noted that in first image, two needles were observed to be detached from any suture. Suture material was observed to be present protruding from the swage hole of the third needle indicating the suture broke near the swage. In second image, the needle appeared to be detached from any suture. And in third image, one needle was observed to be disengaged from any suture. Suture material was observed to be present protruding from the swage hole of the second needle indicating the suture broke near the swage. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#a4e1810y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the colorectal surgery, while suturing, the connection of the needle and thread broke for the five sutures. A new suture from different lot was used to resolve the issue. There was no patient injury.